Event description:
It was reported that the pump intermittently would not charge when the charger was moved to different locations, though the charger later displayed a solid green light and the pump successfully charged; the issue involved a charging problem associated with the battery charger, and user education was provided regarding charging while connected and use of the belt clip. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem related to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.